Event description:
Spontaneous call from patient with issue with cassette. Bag inside cassette is leaking within the cassette and patient wanted to know if she can still use it. Advised that if there is a leak, would not recommend continuing to use it due to risk of contamination and potential to affect how long cartridge will infuse. Per patient: lot 4046846. Occurred while in use, but no injury to patient. Has back up cassettes available, cassette will likely be thrown away as patient does not want to keep it so will not be returned. Does not need replacement as of now per patient. This is a continuous/ life sustaining infusion. Outcome is resolved. Reported to (B)(6) by patient/ caregiver.